Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the machine shut off during procedure as a result of a driver failure on the plasma collection systems. Cells were returned to the donor via gravity reinfusion. No donor injury was reported. No operator injury was reported. The driver board was returned to haemonetics on 08/10/2011. The board was confirmed to be defective. The investigation is ongoing. F/u report will be filed when investigation has concluded.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the machine shut off during procedure as a result of a driver failure on the plasma collection systems. Cells were returned to the donor via gravity reinfusion. No donor injury was reported. No operator injury was reported.